Event description:
The complaint reported issues with the pump incorrectly displaying the amount of insulin. The incorrect insulin display occurred previously, but the customer resolved the issue by loading a new cartridge. Technical support offered instructions for cartridge loading resources. The customer acknowledged the information and was advised to reach out for further troubleshooting if the problems persisted.